Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to dislodgement and perforation. The vitals of the patient dropped and a pericardiocentesis was performed. The pacemaker implantation was difficult to continue as the pericardial effusion settled down. No additional adverse patient effects were reported.